Manufacturer narrative:
The pump passed the displacement test, rewind, and basic occlusion tests. The device was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in alarm history screen. The motor may have had an intermittent failure not detected during our testing. The motor was tested outside the device and passed. There was no motion sensor test failure alarm or check settings alarms noted during testing. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 145 mg/dl. The customer reported a motor position encoder error. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.